Event description:
I had my left side drop lower than my right so I had it repaired and I have had pain in my left side for years. My right implant seems smaller than my left as well. But the pain in my left is the problem. I am going in for a mammogram (B)(6) 2018 and I have a consultation for a breast implant removal and replacement in (B)(6), due to I heard there is a recall on my breast implants. And now I'm really concerned with molding as I have had them for 18 years. FDA safety report ID # (B)(4).